Event description:
Rptr alleges the pt had no adverse events or product problems but wanted implants removed. However, the report shows that a pathological report stated the pt's implants had capsules, fibrosis and foreign body reaction.